Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found. Corrected info for b.5: has been updated.

Event description:
The account alleges that during right ventricle [rv]wire advancement through the right atrium [ra], asystole was experienced by the patient, and when the wire was withdrawn back into the patient's superior vena cava [svc], the patient's rhythm again returned.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the investigation is complete.

Event description:
The account alleges that during a crt-d implantation procedure the physician attempted to puncture the subclavian vein several times without success. Representation with contrast medium and further attempts followed. The artery was hit several times. The patient bled from the mouth, was intubated, artificially ventilated, resuscitated and transferred to the surgical operating room in an unstable state. No further patient condition was communicated.